Event description:
The hcp reported that, when programming with the 88/40, a pump memory error occurred with the pump stopped. No problems with telemetry had been noted prior to this. Multiple attempts were made to reprogram the pump, interrogation occurred, but they could not update the pump. The hcp tried the 8821 programmer, was able to update the pump with changes, but the alarm and the pump memory error were still on. The pump was emptied of medication and the pt received oral morphine. The hcp reported the pt had experienced anxiety, vomiting, and seizures. The pump was explanted and replaced. The pt is reported to have recovered without sequela.